Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: katthagen, j.c. Et al (2015), suprapectoral mini-open biceps tenodesis - functional and sonographic results, zeitschrift fur orthopadie und unfallchirurgie, vol.153 (2), pages 153-159 (germany). This study emphasizes on: retrospectively examining the effectiveness of suprapectoral mini-open tenodesis of the long head of the biceps (lhb) tendon with ultrasound assessment using suspension technique (group I) versus intraosseous fixation (group ii) in the medium term, with the hypothesis of more frequent failure of the suspension technique compared to intraosseous fixation, and to compare the clinical outcome of both techniques. The patients evaluated on course of this study: between september 2010 to january 2012, a total of 25 patients (15 male and 10 female) with an average age of 54 ± 8 (36-68) years were included in the study. Tenodesis fixation was performed in these patients and they were grouped according to extraosseous in 12 (group I) and intraosseous in 13 patients (group ii). The patients were followed-up at 21 ± 4.7 (13 to 32) months postoperatively. The devices involved were: orthocord suture (thickness 2, ethicon germany, norderstedt), 5.5 mm titanium corkscrew, 2.4 mm drill pin, a 5.5 mm biocomposite swivelock. Complications mentioned in the article were: 3/12 patients in group I had a failure of tenodesis fixation. 1/13 patients in group ii had a failure of tenodesis fixation.